Event description:
Universal joint on the inner shaft has broken. Instrument sent down from (B)(4) kits. No other information available. This case has been reported by the (B)(4) kit technician during (B)(4) kit inspection. The instrument had further been assessed by depuy engineering. No further information can be obtained as the case was not reported by the customer.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual inspection of the returned device confirmed that the hex joint had broken. It should be noted that eco193427 exists whereby a design change was made to the hex joint to prevent this failure mode from occurring. The product concerned in this complaint was manufactured prior to the design change. No further actions are identified. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.